Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation and outside of the patient, this 38 x 3.00 promus premier drug eluting stent delivery system was selected. However it was noticed that there was a kink in the stent and some irregularities. The procedure was completed with a new device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 38 x 3.00mm promus premier stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position.the undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation and outside of the patient, this 38 x 3.00 promus premier drug eluting stent delivery system was selected. However it was noticed that there was a kink in the stent and some irregularities. The procedure was completed with a new device. No patient complications were reported in relation to this event.